Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not fill the cartridge until prompted by instructions on the pump screen". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 270-300 units of insulin, and at the time of the reported event, the insulin gauge displayed 105 units and remained static. Subsequently, the customer pre-fills the cartridges. The customer's blood glucose level was 171-175 mg/dl.